Manufacturer narrative:
Indications: this device is used for treatment, not diagnosis. The lvis device is intended for use with embolization coils for the treatment of unruptured or ruptured, wide neck , intracranial, saccular aneurysms. Contraindications: use of the lvis device is contraindicated under these circumstances: patients in whom anticoagulant, anti-platelet therapy or thrombolytic drugs are contraindicated; patients with known hypersensitivity to metal, such as nickel-titanium and metal jewelry; patients with anatomy that does not permit passage or deployment of the lvis device; patients with an active bacterial infection; patients with a pre-existing stent in place at the target aneurysm. Potential complications: possible complications include but are not limited to the following: hematoma at the puncture site, perforation or dissection of the vessel(s), intravascular spasm, hemorrhaging, rupture or perforation of aneurysm, coil herniation, device migration, neurologic insufficiencies including stroke and death, ischemia, vascular occlusion, vessel stenosis, incomplete aneurysm occlusion, pseudoaneurysm formation, distal embolization, headache, infection, reaction to contrast agents including severe allergic reactions and renal failure. The device involved in this incident was not returned as it remains within the patient. The root cause of this complaint cannot be determined. (B)(4).

Event description:
It was reported that during treatment of a (B)(6) woman presenting with a week long history of nausea, headaches and investigations demonstrated a large irregular middle cerebral artery aneurysm. Attempted treatment was carried out on (B)(6) 2015, however this was complicated by a thrombotic event affecting one of the branches of the mca, with the initial angiogram prior to treatment of the aneurysm. The artery was ultimately recanalized and the patient did well subsequent to the procedure. The aneurysm was not coil at that time due to concern for the requirement of temporary balloon occlusion which may have increased the ischemic insult. Sometime following on (B)(6) 2015, the patient was found to have suffered a subarachnoid hemorrhage and to be development hydrocephalus. She remained in neurological good condition but placement of an external ventricular drain was required. The aneurysm was treated emergently on (B)(6) 2015. The aneurysm measured approximately 10 x 7 x 7. The aneurysm was treated with embolization coil successfully. However, just prior to the final coil placement, thrombus was visible at the neck encroaching upon the branch were the balloon had been placed. A wire was left across the neck while reopro was being prepared. At this time the branch was stated to be completely thrombosed. Reopro was infused, after 5 minutes the vessel remained occluded. A balloon was re-delivered to the site of the occlusion and gentle inflation carried out which resulted in restoration of some flow and an additional mg of reopro was administered. Subsequently, the flow again deteriorated and ultimately the decision was made to deliver an lvis jr. Stent in order to better maintain the flow through this branch. The stent was delivered across the neck of the aneurysm. This resulted in immediate improvement in flow but not complete restoration of flow. Care was taken to deploy the stent to keep it from hugging the inside corner of the vasculature. However, images did reveal some narrowing of the stent at the neck of the aneurysm as it went around the corner. Angioplasty was then performed with a balloon inflating it in the narrowed segment resulting in some improvement in the flow but there was also noted to be an occlusion more distally. The balloon was advanced distally and inflated at this location. The flow was noted to be substantially improved. Imaging of the parent artery revealed no residual branch vessel occlusions that could be detected. Final images confirmed no occlusions. On (B)(6) 2015 angiographic runs revealed left internal carotid artery injection demonstrates mild vasospasm of the a1 and m1 segments there was also interval thrombus formation within the stent that does not appear flow limiting. Distal vasculature opacifies normally. After infusion of reopro, the thrombus was noted to be stable in size and appearance. Final angiographic impression: successful infusion of the intravenous reopro and transarterial delivery of cardene for in-stent stenosis as well as mild vasospasm.